Event description:
It was reported that the patient underwent a revision procedure due to an infection with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted. Additional information was reported that the infection was located in the corpus spongiosum, the infection was diagnosed on (B)(6) 2019, and the patient was prescribed antibiotics and is recovering following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to an infection with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted. Additional information was reported that the infection was located in the corpus spongiosum, the infection was diagnosed on (B)(6) 2019, and the patient was prescribed antibiotics and is recovering following the procedure.

Manufacturer narrative:
Device analysis: an allegation of infection was reported. The ams700 ipp cylinders were visually inspected and functionally tested. The cylinders performed within specification. Device analysis was unable to confirm the allegation of infection. The product record review indicated that the reported events do not represent an unanticipated event. An investigation conclusion code of known inherent risk of device was chosen, since infection is a known adverse event of the device and is not caused by any design or manufacturing issue. Based on the results of this investigation, no escalation is required.

Manufacturer narrative:
Device analysis: an allegation of infection was reported. The ams700 ipp cylinders were visually inspected and functionally tested. The cylinders performed within specification. Device analysis was unable to confirm the allegation of infection. The product record review indicated that the reported events do not represent an unanticipated event. An investigation conclusion code of known inherent risk of device was chosen, since infection is a known adverse event of the device and is not caused by any design or manufacturing issue. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to an infection with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted. Additional information was reported that the infection was located in the corpus spongiosum, the infection was diagnosed on(B)(6) 2019, and the patient was prescribed antibiotics and is recovering following the procedure. On (B)(6) 2021 a new ipp cylinder, pump, and reservoir were successfully implanted with no clinical consequences to the patient.